Manufacturer narrative:
All pertinent information available to second sight medical products, inc. Has been submitted. The company is submitting this MDR to ensure full compliance with 21 cfr part 803.

Event description:
This subject was implanted with an argus ii device on (B)(6) 2015 as part of a clinical trial for dry amd patients. On 4/11/17, the surgeon reported that fundus fluorescein angiography and optical coherence tomography (oct) testing conducted on (B)(6) 2017 indicated the presence of choroidal neovascularization (cnv) in the implanted eye. On (B)(6) 2017, the patient underwent intravitreal anti-vegf (vascular endothelial growth factor) injection of eyelea® in the implanted eye. On (B)(6) 2017, cnv had reduced during oct testing. The patient is scheduled to undergo a second intravitreal anti-vegf injection of eyelea® on (B)(6) 2017. There was no defect or malfunction of the device associated with this event.

Manufacturer narrative:
This event represents a follow-up report to MDR# 3004081696-2017-00009. All pertinent information available to second sight medical products, inc. Has been submitted. The company is submitting this MDR to ensure full compliance with 21 cfr part 803.

Event description:
This patient was implanted with an argus ii device on (B)(6) 2015 as part of a clinical trial for amd subjects. This patient was diagnosed with choroidal neovascularization (cnv) in the implanted eye and received an intravitreal anti-vegf (vascular endothelial growth factor) injection of eyelea in the implanted eye on (B)(6) 2017, and (B)(6) 2018, respectively. The patient received an additional injection of eyelea in the implanted eye on (B)(6) 2018. There was no defect or malfunction of the device associated with this event.

Event description:
This patient was implanted with an argus ii device on (B)(6) 2015 as part of a clinical trial for amd subjects. This patient was diagnosed with choroidal neovascularization (cnv) in the implanted eye and received an intravitreal anti-vegf (vascular endothelial growth factor) injection of eyelea® in the implanted eye on (B)(6) 2017, (B)(6) 2017, (B)(6) 2017, (B)(6) 2018, and (B)(6) 2018, respectively. New information: the patient received an additional injection of eyelea® in the implanted eye on (B)(6) 2018. There was no defect or malfunction of the device associated with this event.

Manufacturer narrative:
This event represents a follow-up report to MDR# 3004081696-2017-00009. All pertinent information available to second sight medical products, inc. Has been submitted. The company is submitting this MDR to ensure full compliance with 21 cfr part 803.

Manufacturer narrative:
This event represents a follow-up report to MDR# 3004081696-2017-00009. All pertinent information available to second sight medical products, inc. Has been submitted. The company is submitting this MDR to ensure full compliance with 21 cfr part 803.

Event description:
This patient was implanted with an argus ii device on (B)(6) 2015 as part of a clinical trial for amd subjects. This patient was diagnosed with choroidal neovascularization (cnv) in the implanted eye and received an intravitreal anti-vegf (vascular endothelial growth factor) injection of eyelea® in the implanted eye on (B)(6) 2017, respectively. New information: the patient received an additional injection of eyelea® in the implanted eye on (B)(6) 2018. There was no defect or malfunction of the device associated with this event.

Manufacturer narrative:
This event represents a follow-up report to MDR# 3004081696-2017-00009. All pertinent information available to second sight medical products, inc. Has been submitted. The company is submitting this MDR to ensure full compliance with 21 cfr part 803.

Event description:
This patient was implanted with an argus ii device on (B)(6) 2015 as part of a clinical trial for amd subjects. This patient was diagnosed with choroidal neovascularization (cnv) in the implanted eye and underwent intravitreal anti-vegf (vascular endothelial growth factor) injection of eyelea® in the implanted eye. New information: the patient received two additional injections of eyelea® in the implanted eye on (B)(6) 20/17, respectively. There was no defect or malfunction of the device associated with this event.